Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on no sample, the complaint could not be confirmed. H3 other text : see section h.10

Event description:
It has been reported that the pen ndl 32g 4mm pro 100 box fr has been found causing medical intervention during use. The following has been provided by the initial reporter: a lot of pain when doing the insulin injection with the new needles, to the point the injection had to be done with a professional. In vain, still painful. The patient changed the brand. Several similar cases with these ultra pro 4mm.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the pen ndl 32g 4mm pro 100 box fr has been found causing medical intervention during use. The following has been provided by the initial reporter: a lot of pain when doing the insulin injection with the new needles, to the point the injection had to be done with a professional. In vain, still painful. The patient changed the brand. Several similar cases with these ultra pro 4mm.